Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to a33 alarm. The insulin pump was received with normal operating current and passed self-test and off no power test also, the insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin squirted out during load reservoir process. The customer's blood glucose was 425 mg/dl at the time of incident. The insulin pump will be returned for analysis.